Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that healing collar does not assemble in tooth location#30. Patient has been rescheduled for new procedure for healing collar placement.

Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn with tissue attachment, but functional. Product dimensions were found to conform to print specifications where measured against drawing ref eco# 112456 rev a. The implant that allegedly would not mate was not returned for inspection; therefore the reported event could not be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.